Manufacturer narrative:
(B)(4). Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Radiographs identified the following: the image is limited by artifact and underpenetration. There is a superolateral right hip arthroplasty dislocation. No definite fracture is identified. There is ossific irregularity at the lateral ilium. The bones are osteopenic. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the 411 group the patient underwent an initial tha approximately 20-25 years prior. The patient has been indicated for a revision, however, a revision has not been reported. Radiographs identify dislocation and bones are osteopenic. Surgeon referred the patient elsewhere for revision. No additional information is available.

Manufacturer narrative:
(B)(4). Implant date: 20-25 years ago. Concomitant medical devices: item #: unknown, unknown liner, lot #: unknown; item #: unknown, unknown stem, lot #: unknown; item #: unknown , unknown cup, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02024.

Event description:
It was reported by the 411 group the patient underwent an initial tha approximately 20-25 years prior. The patient has been indicated for a revision, however, a revision has not been reported. The sales rep was inquiring about implant identification. Surgeon referred the patient elsewhere for revision. Attempts have been made and no further information has been provided.